Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that three infusion sites leaked when placed on the abdomen due to scar tissue. There was no patient injury. This report captures the second of the three leaking sets.